Event description:
Doctor removed 2 polyps from the right (r) colon. The doctor reported the cautery was not coagulating properly. Procedure completed. Patient returned to ER that night with abdominal pain. A (r) colon resection was performed for 2 right colon perforations at the site of the polypectomies.